Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. Please void report.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. Please void report.

Manufacturer narrative:
(B)(4). Concomitant devices -series a pat thin 37x8.6 3 peg catalog #: 184788 lot #: 290860; bmt splined knee stm 14x80 catalog #: 141614 lot #: 263030; bmt 360 tib 5.0 offset adapter catalog #: 185211 lot #: 162500; vngd ant stblzd brg 12x75 catalog #: 189082 lot #: 581300 report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned, because of hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that according to the surgeon, the knee was unstable with tibial components showing increased hot spots in a scan. Patient was revised due to the instability. Attempts have been made, but there is no additional information at this time.